Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a follow-up letter to the patient. On 08/25/2009, the patient complained that the threads on his onetouch lancing device were stripped and damaged. The patient was using the clear cap on the device. As a result of the reported issue, the patient reportedly ate more food. Although the patient could not recall the date the alleged issue began, he reportedly became tired with frequent urination a week later. The patient denied receiving medical intervention. It is not known if the patient was able to test during that time. It would be helpful to know if the patient was able to obtain a sample of blood and test during this time, or stopped testing his blood glucose. The alleged lancing device issue was not resolved. Because the patient alleged having symptoms that can be associated with hyperglycemia, the complaint is reported. The cca replaced the lancing device.